Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the pt two days later and obtained/verified the following info. The pt reported that earlier in the year, she obtained a result of 450 mg/dl in the evening. She stated that after testing she became incoherent and her home health nurse tested contacted the paramedics. The pt was taken to the hosp and at the hosp her blood glucose was very low. The pt stated that she was in a coma and was unaware of where she was for about 5 hours. She was treated with an IV to increase her blood glucose. The mas asked the pt if she had taken any medications based on the result and the pt was not willing to answer any further questions. The test strips were in good condition and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The codes were not matching. The pt did not perform a control solution test. Although there is no evidence of a meter malfunction, the pt obtained a high result on her and soon after was in a hypoglycemic coma. This complaint is being reported as an adverse event as it appears the pt delayed taking the appropriate treatment.